Event description:
A patient reported they were experiencing symptoms of low blood sugar, but unable to test on meter. Their ot profile meter allegedly would only prompt not ok message. There was no result on their meter. No other tests or comparisons. Not treated. No further information has been reported.